Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse found that fiber optics cable was defective. The fse replaced the cable assembly and fo sensor extension. Also, the fse replaced cardiosave rtc nvram ic because it was out of date. Calibration, full safety, and functionality checks completed per the service manual and passed to factory specifications.the unit was then returned for clinical service upon completion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optics was not working. There was no patient involvement.